Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: as stated in the gore excluder aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in morbidly obese patients.

Event description:
On (B)(6) 2008, the patient was treated for an abdominal aortic aneurysm using gore excluder aaa endoprostheses. On (B)(6) 2011, an intervention occurred to treat proximal migration (at least 10 mm) of the gore excluder aaa contralateral leg endoprosthesis. The patient was implanted with three additional gore excluder aaa endoprostheses. The outcome was good. The patient tolerated the procedure well.